Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The rse recommended conducting a leak test for the unit since it sounded like there was a potential leak causing the pump to not inflate properly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that nibp was not inflating past 20 psi. The device was not in use on a patient at the time of event, there was no adverse event reported.